Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), while still in its packaging, was interrogated via inductive telemetry and found to have a battery voltage reading of 2.63v. It was reported that the box labeling indicated the voltage should be 3.25v prior to implant. The caller was not sure if the device was interrogated previously with rf.